Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose was reportedly over 1200 mg/dl. The customer was undergoing dialysis before being rushed to the hospital. It was reported that the insulin pump alarmed no delivery. Nothing further was reported.